Manufacturer narrative:
(B)(4). Batch#: unk. Additional information was requested and the following was obtained: "please confirm, did issue result in change of procedure or alteration in post-op patient care? No, it didn't lead to impaired post-op care. It did not involve any change in the procedure, it required a few more minutes to complete the procedure." An analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, while using the product, although the clips appeared closed, a few minutes later they dislocated from the place of application. This caused blood to leak from the previously clipped and dissected vessel.